Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated b5, d4 serial number, and e2/e3 (inadvertently left off the initial report).

Event description:
The customer noted the device failed during a procedure and they immediately swapped out the cable and the procedure resumed. They do not know if the failed device was checked prior to use, what the intended procedure was, nor do they know if it was diagnostic or therapeutic.

Manufacturer narrative:
Correction: the device history record was unable to be reviewed for this device since the serial number could not be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.

Event description:
The customer reported that his olympus videoscope cable exera ii was transmitting a poor-quality image to the display. According to the initial reporter, the image had notable discoloration and color blending. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was discolored during the device evaluation due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.